Event description:
Information was received from the customer that the patient reportedly became decannulated while using the device, allegedly occluding the circuit tubing with the patient's skin and drain sponge, and became cyanotic. The device allegedly did not alarm at the time of the event. Prior to the event, the patient was visited at 7:45 p.m. For repositioning. However, on a routine check at 8:20 p.m., the patient was found to be cyanotic. The patient was removed from the ventilator, resuscitation was initiated. The patient was transferred to the local hospital and subsequently expired. No autopsy was performed and the and the cause of death is unknown. The circuit was reported to contain a heat moisture exchanger and closed suction device from other manufacturers. The ventilator-dependant patient had a history of pulling out medical tubing and was reportedly in soft restraints at the time of the event. The ventilator settings were reported to be: simv 10, tidal volume 650cc, fio2 25% (1 lpm) used in conjunction with a #7 tracheostomy tube from another manufacturer. Manufacturer's recommendations for alarm settings are 10 cm h2o below patient's peak inspiratory pressure. The low pressure alarm was reportedly set at 15 cm h2o. Peak pressures were reported as high as 40 cm h2o. The device was later tested with the patient circuit, which did not include the heat-moisture exchanger and closed suction device, at the facility using a test lung and the low pressure alarm was reported to function to specification. The device will be returned to the manufacturer for evaluation. Manufacturer labeling indicates: "the addition of artificial noses or heat moisture exchangers to the patient circuit may prevent a low pressure alarm from occurring due to the build up of secretions".

Manufacturer narrative:
This device was tested along with patient circuitry at the facility using a test lung and found to alarm for low pressure according to specification. It has been requested that the device be returned to the manufacturer for evaluation. The device has not yet been received. If upon further evaluation additional information becomes available, a follow-up report will be submitted. It appears that the event as described is attributable to circumstances other than a malfunction of the device. The setting of the low pressure limit below manufacturer's instructions and the addition into the patient circuit of a heat moisture exchanger and closed suction device from other manufacturers may have contributed to the event.